Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported via FDA medwatch / FDA user facility report # mw 5101910 the following information was provided: "telescoping dilators became retained foreign bodies in the stomach the largest dilator kinked thereby increasing resistance on the intermediate sized dilators which were not pulled out by the smallest dilator dilators were removed by egd after presentation to the hospital after eventual removal of the gastrostomy tube FDA safety report ID# (8)(4)." Additional information notes the patient presented to emergency room (ER) with abdominal pain. The patient was discharged uneventfully after endoscopic retrieval of retained dilators with some mucosal irritation without additional injuries